Manufacturer narrative:
(B)(4).

Event description:
It was reported the thick part of the drill got stuck in the guide causing the drill and guide to torque which broke off part of the patients bone. Then trying to get drill out of guide, that part of the guide that is stuck to the drill was broken off.